Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Event description:
It was reported that the calibration failed. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device with a missing tamper seal. There was no evidence of the error, or the reported problem recorded in event history log once. The reported problem was not duplicated at power up. The pump was able to calibration and occlusion testing passed. No fault was found. However, it was recommended that the downstream occlusion sensor be replaced as preventative measure. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 06-sep-2022 via email and attached in complaint object: there was no patient or technician involvement was indicated at the time the pump was received at our facility for repair. All issues found with this device were found during testing at our facility. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120